Event description:
On 2024 sep 09, a report was received regarding adverse effects observed after the use of quill sutures during breast surgeries at the university hospital. Two patients experienced complications a few days post-procedure, including thread breakage at the suture site and severe wound infections. The surgeon had to remove the broken suture fragments, re-suture the wounds, and administer treatment for wound suppuration. This serves as one of two reports.

Manufacturer narrative:
A review of the device history record was conducted, and no nonconformances, deviations, or anomalies were identified that could explain the reported failure. The lot in question was inspected and accepted for use in accordance with proper manufacturing processes and procedures. The devices were not returned for analysis, and no photos or supporting documentation were provided for review. Due to the lack of information on pre- and post-operative events, product handling and storage, as well as the absence of images or details regarding surgical technique, a definitive root cause cannot be determined at this time. Review of labeling: precautions: infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances, wound dehiscence, are typical and foreseeable risks associated with any suture and hence are also potential complications associated with quill. Adverse reactions: adverse effects associated with the use of this device may include wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished, or debilitated patients or in patients suffering from conditions which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation when skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculiformation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection as the wound site. Broken needles may result in extended or additional surgeries or residual foreign bodies. Inadvertent needle sticks with contaminated surgical needles may result in the transmission of bloodborne pathogens. Due to prolonged suture absorption, some irritation and bleeding may occur.